Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that his device wasn't working right. The patient stated that he had an accident and "flew from the vehicle 100ft" and ever since then his device hadn't worked the same. The patient reported he had to adjust it because stimulation was changing to different parts of his body; he had stimulation in an undesired location. The indication for use was post lumbar laminectomy syndrome. If additional information is received a follow-up report will be sent.